Event description:
Ptca had been successfully completed on a patient. While removing the wire, however, the coil at the tip unraveled. After some pulling, the wire was safely removed. There no patient injury.